Manufacturer narrative:
E1: initial reporter's phone; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was device malfunction error during setup. The event happened during testing.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump gave a error indicating a battery module was not functioning properly. The cause of the customer reported problem and the issue during testing was the failure of the printed wiring assembly (pwa) control board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, installed software, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.